Manufacturer narrative:
(B)(4).

Event description:
The customer reported that during a code blue, a bag/mask was used on the patient. After intubating the patient they tried to remove the mask to resuscitate patient and they were unable to remove the mask. They were able to find a device to resuscitate the patient and there was no harm to the patient.

Manufacturer narrative:
Device evaluation summary: eleven samples were received for evaluation. The samples were functionally and visually inspected and no issues were found related to the customers report; therefore the failure mode could not be confirmed. The device history record was reviewed for the reported lot number, and for the representative sample lot numbers. No issues related to the reported failure mode were found. The product was manufactured, inspected, and released in accordance with carefusion/bd internal procedures. Carefusion/bd did evaluate similar complaints based on trend; a probable root cause can be associated, even though the failure mode was not present in the provided sample. The probable root cause for the reported failure mode could be related to the current mirror finish surface on the elbow. This could make the mask very difficult to remove. A new brushed surface finish has been validated to eliminate this type of failure. Carefusion/bd has also retrained the assembly personnel on the assembly method between the elbow and the mask to ensure a correct press fit as an immediate containment action. A corrective and preventative action has also been opened on this reported failure to further investigate the root cause.